Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity stent. There were no difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The device was removed from packaging per IFU and inspected, with no issues noted. Negative prep was performed with no issues identified. The target lesion in the ostium/proximal lad had moderate tortuosity, severe calcification and 99% stenosis. Lesion was pre-dilated. Resistance was encountered when advancing the resolute integrity device and resistance was met at the lesion site. During removal following failed delivery, stent dislodgement occurred during withdrawal of the device. Difficulties were encountered removing the device. The stent was not removed from patient and was embolized in the radial artery. It was reported that the lesion calcification could have lifted a stent strut. The inflation device remained on neutral pressure during delivery of the device. No further patient complications were reported.